Manufacturer narrative:
H10 h3, h6 the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the device was outside of original packaging. The anchors and suture have been removed from the needle. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were returned detached from the device. The t1 anchor has been cut from the suture. No physical damage visible. The actuator tip is in the t2 pre-deployment position. A functional evaluation revealed the actuator functions as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, t1 and t2 on the fast-fix were deployed at the same time after the trigger has been pushed. Both t's were retrieved form inside the patient. The procedure was completed with a backup device and no significant delay nor further complications were reported.